Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 512 mg/dl, 12 mg/dl 126 mg/dl when all tests were performed within 10 mins on the compact plus system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that the customer took 7 units of novolin n insulin after the last result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.